Event description:
The device was used during a tah procedure. Reportedly, the suture knots became loose. The surgeon used another suture to complete the procedure. The hospital has reported no patient injury occurred.